Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 5 mg/ml at a dose rate of 1 mg/ml via an implantable pump for spinal pain. It was reported that a pocket fill occurred during a refill procedure. The company representative was asked to be present during the refill to program the interrogator. The physician extracted the expected volume of 4 ml of existing drug. The left the needle in place and pushed new meds in. Upon pulling out needle a fluid ¿bubble¿ formed under the skin above the pump. The physician questioned if this was normal and the company representative responded it was not normal. Accessing the pump to check how much of the 20 ml of drug was actually in the pump was being considered. The physician left the room and returned 20 minutes later and aspirated the fluid bubble to remove 5ml of clear liquid assumed to be drug. It was further reported that the physician had aspirated medication from pocket to confirm pocket fill. Accessing the reservoir to check how much was in was not done. The patient asked to go to the emergency room (ER) and the physician agreed. The patient was sent to the ER for monitoring and was admitted to the ER. An ER nurse practitioner called the company representative to ask drug volume/concentration. The company representative informed them it was 20ml of 5mg/ml morphine / 5mg/ml bupivacaine. The company representative informed them that the volume of drug in the reservoir of the pump was unknown and that the patient could eventually go into withdrawal. It was noted that the ER informed the company representative that the patient was drowsy and had low oxygen level. The recommendation was to immediately have the pump reservoir volume checked and pump properly refilled. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved at the time of the report. The patient was alive with injury at the time of the report. No surgical intervention occurred, and no surgical intervention was planned. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight was indicated as having been requested but was unknown / would not be made available. The patient¿s medical history included respiratory issues. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 11-jun-2019 from a healthcare professional (hcp) who reported that the patient no longer had a managing doctor due to the pocket fill. The reporting hcp was requesting the pump off passcode to permanently stop the pump. The reporting hcp was made aware of alternative options and the permanence of the action. The pump off code was then provided to the reporting hcp to program the pump to off state. No further complications were reported/anticipated.